Manufacturer narrative:
The reported event of a round, bulbous deployment was confirmed. Following the simulated deployment, the bulbous shape returned to normal and met functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. A CAPA was initiated for further investigation and did not identify a product quality issue. However, corrective actions to further enhance performance are being pursued per internal operating procedures.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, a 30mm amplatzer cribiform occluder was selected for implant. During deployment of the prosthesis, the left atrial disc deformed into a bulbous shape. A new 30mm cribiform occluder was deployed across the septum, but it appeared to be mis-sized. Upon evaluation under imaging, right atrial disc appeared to be impinging on the aortic rim. Without being released, the device was retrieved, and the procedure aborted. The patient remained stable through the procedure and was not adversely affected by the event.